Event description:
Reportedly on (B)(6) 2011 the physician observed that noise episodes were recorded in the device memory. The physician asked for an analysis of these episodes.

Manufacturer narrative:
On (B)(4) 2011, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.